Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. No button error alarm. No frozen screen noted. No moisture damage found inside the pump. Pump received with scratched lcd window. Unit received with cracked case display window corner. Unit received with cracked battery tube threads. Pump received with broken reservoir tube lip.

Event description:
Customer reported receiving a button error alarm on her insulin pump. Customer stated that the insulin pump froze due to her being outside, and that there was moisture in the back of the display screen. Customer also stated that there were several cracks around the reservoir, battery case, and corners of the pump. Blood glucose level was 54 mg/dl at the time of the call. No further information was provided.